Manufacturer narrative:
The manufacturer did not yet receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. With the information given so far, no further investigation is possible. Dislocation can be an inherent post-operative risk if the post-operative care is not consequently followed by the pt. In zimmer's "instruction leaflet for endoprosthesis" ((B)(4)) the needs for post-operative care is described to minimize the risk of such an undesired event. Should additional information including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that a subluxation for a durom resurfacing occurred.